Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the incomplete lead was returned in two pieces. Insulation abrasions were noted at 1.5 cm to 1.7 cm, 22.0 cm to 22.7 cm and 23.8 cm to 24.0 cm from the distal portion of the returned lead. The damage was consistent with exposure to constant friction against another device or heart feature. This damage likely contributed to the reported noise.

Event description:
It was reported that noise had been observed on the atrial lead. The lead was explanted and replaced.